Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins). It was reported that about a month ago, patient stopped feeling stim. During the night it felt like the stim turned off. Patient stated it did not turn off but it felt like it did. While on the call patient was able to increase stim from 9.10 to 10.20 and still was not feeling stim. Patient has had no falls or trauma. Patient was redirected to their hcp regarding possible reprogramming. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that the patient could not feel stimulation at 10.5 volts. Impedance check showed all electrodes greater than 20k ohms. Discussed break in the lead or disconnection of lead from header block. An xray was recommended. It was reviewed with rep that fluid short is not likely since that can be masked and usually not all contacts are out. Patient is going to address this issue with healthcare provider (hcp) on may 4th. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer via the manufacturer representative reported that she had fallen twice and recently had surgery to fuse part of her spine. The patient couldn¿t remember when her stimulation quit working but stated that it was around the time of both of those occurrences. All impedances were above 10000 ohms. The recent surgery notes were reviewed and there was nothing about the leads being cut and a note that the leads were not pulled out like the patient wanted because there was a protruding disk pushing on the spinal cord and the physician wasn't comfortable pulling it out. No interventions were taken and the physician decided to leave the system in as long as it wasn't causing the patient any problems. The issue was resolved at the time of the report.